Event description:
It was reported that the head end right side rail will not go up or down. The customer could not determine whether there was pt involvement, however no adverse consequences were reported.

Manufacturer narrative:
Result: broken timing link.